Event description:
It was reported that this device reverted to the safety mode functional operation. The most recent remote transmission noted no faults or sets; the rationale for safety mode entry is unknown however device replacement was required. The unit was explanted and returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation and the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device reverted to its safety mode functional operation. The most recent remote transmission noted no faults or sets; the rationale for safety mode entry is unknown however device replacement was required. The unit was explanted and is intended to be returned for laboratory analysis. No resulting adverse patient effects were reported.